Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer wanted to suspend their basal rate on their insulin pump. The spouse hung up the phone before any further information was obtained.